Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, complains of low midline abdominal pain, dribbling with urination ¿ prescribed phenergan.as per pfs, ¿outcome attributed to device includes pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring¿